Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the frozen display recurred and no motor movement or negligible movement. Retries to free a stuck motor failed (pump error 38) alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed, and the customer was not able to clear the error. The customer called back after resting the pump for 2 hours and replacing the battery. The frozen display was continued. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to a pump error 38 occurring during the rewind test. The pump passed the self test. No frozen screen noted during testing. Successfully downloaded history files and traces using thump. Pump error 38 was found in the history files on 08/01/2025 21:57:05.000, 08/01/2025 21:57:54.000 and 08/01/2025 21:59:00.000. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2 and motor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case (minor). Pump error 38 was confirmed during testing and history files due to moisture damage on the motor home switch. Exposed to moisture confirmed on the pcba 1, pcba 2 and motor. Frozen screen was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.